Manufacturer narrative:
The complaint devices are not being returned, therefore unavailable for a physical evaluation. The reported complaint could not be confirmed. At this time, from the description provided, a definitive root cause cannot be determined. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email reinsertion of biceps femoris tendom on fibula. The surgeon is very familiar with the gii anchors and the orthocord suture. This time the suture broke on two anchors in a way he has not seen before. The anchors are still in the patient. The surgeon solved it and the patient is fine even though it took 45 min extra. Additional information received via email from the affiliate on 9-20-2017. The orthocord does not usually break for this surgeon. No info is available if the original bone hole was used to complete the procedure. No info on how the procedure was completed. Yes, other anchors and sutures were available. No patient impact according to the surgeon.